Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a detached cannula that occurred on (B)(6) 2015. Patient's mother reported that something was sticking out and a shiny piece was showing. Patient's mother stated that detachment was noted prior to sensor insertion. No additional event or patient information is available.